Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements and noisy signals, with x-ray imaging performed. Technical services (ts) was consulted and discussed device position as well as available data. Ts noted no noisy signals on primary vector, with lead replacement conservatively recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements and noisy signals, with x-ray imaging performed. Technical services (ts) was consulted and discussed device position as well as available data. Ts noted no noisy signals on primary vector, with lead replacement conservatively recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates a shock was delivered as inappropriate therapy due to oversensing of noisy signals. This device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Analysis of the returned electrode determined that the observed increase in shock impedance measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. Visual examination confirmed the presence of calcification on the shock coils and on the anchor hole of the electrode. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements and noisy signals, with x-ray imaging performed. Technical services (ts) was consulted and discussed device position as well as available data. Ts noted no noisy signals on primary vector, with lead replacement conservatively recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates a shock was delivered as inappropriate therapy due to oversensing of noisy signals. This device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.